Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the defibrillation conductor was fractured. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, there was conductor wear on the proximal conductor, there was blood/body fluid on the outer tubing overlay, outer tubing overlay melted, outer tubing environmental stress cracking breach (non-electrical), the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Event description:
It was reported that the lead showed signs of beginning failure in (B)(6) 2010. The lead had sensing difficulty and was explanted. A new lead was implanted. No patient complications have been reported as a result of this event.